Manufacturer narrative:
On 7/24/2017, bwi became aware that the manufacturing date of the device originally reported was incorrect. As a result, the manufacturing date and UDI fields have ben updated. Manufacturer¿s reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where mapping issues and a sensor error were encountered. On 5/19/2017, the device was returned to biosense webster for analysis. It was noted that the tip lumen had cut marks near the polyurethane margin and peek housing, spanning a total of approximately 8.5mm. On 7/4/2017, the device underwent scanning electron microscope analysis, which confirmed the previously noted damage. Additionally, a hole was found on the surface of the pebax, exposing the internal catheter components. The returned device was visually inspected, and shaft was found damaged near the peek housing. No internal components were initially thought to be exposed. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. Per the observed damage, scanning electron microscope (sem) analysis was performed at the tip area. The results showed evidence of mechanical damage and scratches on the tip, as well as a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaints regarding mapping issues and a sensor error cannot be confirmed. The root cause of the observed damage can also not be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where mapping issues and a sensor error were encountered. During the procedure, a sensor error was encountered, and the map could not be built. A cable change was attempted, but this did not resolve the issue. The catheter was then exchanged for a new one, and the issue was resolved. No patient consequences were reported. On 5/19/2017, the device was returned to biosense webster for analysis. It was noted that the tip lumen had cut marks near the polyurethane margin and peek housing, spanning a total of approximately 8.5 mm. No metal was exposed when the plastic was cut away from the catheter. If damage to the catheter does not compromise the catheter integrity or expose internal components, the potential that it could cause or contribute to an adverse event is remote. As a result, this was not an MDR reportable finding. On 7/4/2017, the device underwent scanning electron microscope analysis, which confirmed the previously noted damage. Additionally, a hole was found on the surface of the pebax, exposing the internal catheter components. No difficulty was noted during withdrawal of the catheter. The damage was not noted prior to use, upon withdrawal or prior to returning the catheter for analysis. The sheath in use could not be conclusively identified. Exposure to the catheter¿s internal components creates a risk of thrombus formation. As a result, this event is MDR reportable. The awareness date for this complaint has been reset to 7/4/2017, the date when the reportable analysis findings were discovered.